Event description:
Event description guidant received information that this left ventricular (lv) transvenous lead was not implanted due to a possible perforation of the coronary sinus. The patient was stable, but another lv lead was not placed and instead of implanting a new bi-ventricular device, a dual chamber device was implanted.